Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform self-test, a21 error test and displacement test or verify a21 alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a unexpected restart alarm and keypad was unresponsive. The customer¿s blood glucose was unknown. Customer reported that they were not able to clear the alarm. The customer was advised to stop use of the insulin pump and to revert to the back-up plan. No further details given. The insulin pump will be returned for analysis.